Event description:
The customer reported that while running an hiv-I p24 antigen assay, summit sample handler did not pipette sample in position h5 and did not give an error message. There was a large clot in the tube. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.